Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that a needle clog occurred during use with a bd¿ needle 25x5/8 rb. The following information was provided by the initial reporter, "it was reported that half way through the injection, the syringe or needle stops and no further medication will be delivered. Verbatim: nurse states that recently they use bd syringe and with bd regular bevel needle for injection with their patient's. She states that 15-20 times recently the patient was injected and 1/2 way through the injection the syringe or needle stps and no further mediation will be delivered. She states the needle and syringe are removed and the patient is needing to be stuck a second time for the injection." This report is for the needle, another MDR has been submitted for the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd¿ needle 25x5/8 rb. The following information was provided by the initial reporter, "it was reported that half way through the injection, the syringe or needle stops and no further medication will be delivered. Verbatim: nurse states that recently they use bd syringe and with bd regular bevel needle for injection with their patient's. She states that 15-20 times recently the patient was injected and 1/2 way through the injection the syringe or needle stps and no further mediation will be delivered. She states the needle and syringe are removed and the patient is needing to be stuck a second time for the injection." This report is for the needle, another MDR has been submitted for the syringe.